Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4196-88 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks for a supra ventricular tachycardia (svt). The physician inquired why the wavelet did not have a good match score to withhold therapy. It was further reported that after the shocks were delivered, the device began giving an audible alert for unsuccessful wireless transmissions. The physician was inquiring how to turn the alert off. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.